Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke post operatively, resulting in wound dehiscence. The surgeon reoperated. The hospital has reported the pt status as satisfactory.